Event description:
The user facility reported an (B)(6) female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was replaced with intra-aortic balloon pump (iabp) due to concerns of left leg ischemia and hemolysis. Patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ischemia: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined. The instructions for use referenced in the initial report is for the impella cp with smartassist system in the following sections: section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation.¿ section: use of echocardiography for positioning of the impella catheter. Section: hemolysis. Section: suction a1-corrected patient identifier. Added- d6a/d6b. F6/f8 should have been left blank in the initial report. 4642 added as an impact code in h6 to coincide with the report of an iabp being placed due to concerns of ischemia and hemolysis.

Event description:
It was later reported via abiomed's long-term outcome and quality indicator impella registry, that the patient endured thrombocytopenia with a probable relationship to the impella device. A consistent downward trend in platelets was noted with oozing from multiple lines. Two units of platelets were transfused in response to the downward trend. The patient was reported to have recovered from the condition.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombocytopenia with a "probable" relationship to the impella device used: consistent downward trends in platelets. Oozing from multiple lines. Platelets down to 48 and 1 unit transfused. The patient recovered with sequelae.

Manufacturer narrative:
Section b5, g2 and h6 were updated as per additional information received. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.